Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection noted a pool of liquid inside the device housing, indicating that a leak had occurred. Further examination revealed the cause of the leak to be a ruptured bladder. The cause of the ruptured bladder could not be determined. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor was leaking at the fill port during filling with sodium chloride. There was no patient involvement. No additional information is available.